Manufacturer narrative:
UDI not available as product manufactured before september 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of auto mode switch due to noise were seen on the atrial lead. The atrial lead will be monitored. The patient was stable.